Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 5 during the load process. Customer's blood glucose level was elevated. Customer was able to load a new cartridge successfully and resume insulin delivery.